Event description:
Terumo received the following reported information an injection site reaction occurred after yeztugo. According to the report, ytg injection was given per protocol on (B)(6) 2026. On (B)(6) 2026, the provider reports that the patient was seen with abscess formation, ulceration, and cellulitis requiring debridement at the left abdominal injection site. The healthcare professional reported that at the time of the injection, there was a "bubbling up" of the skin, indicating a possible intradermal injection.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: establishment address: unknown. E1: phone number: unknown. E3: occupation: gilead qa. We were unable to determine the details of the actual condition of the sample as it was not available for evaluation. Retention samples were visually inspected and found to be free from foreign material and any other contributing defects that could have led to the complaint. There was no issued nonconformity report related to human error during the production lot. Our sg needles were assembled using an automated machine with validated parameters. During the needle assembly process, the needles are adhered to the hub with an adhesive agent and lubricant for smooth needle penetration. This is done by dipping the needle into a tray with silicone. We have an air-blowing process to remove silicone inside the cannula during dipping. After this process, the needles will again pass through a series of air blowing to ensure the removal of any remaining excess silicone on the cannula. We have an automatic needle tip inspection system during needle assembly that can detect and automatically reject damaged needle tips more than 40m. Dummy checks are performed on these sensors twice a week to ensure the accuracy of the inspection system. Our product's stainless needle is coated with a lubricant and adhered to the device using a highly viscous adhesive or bonding agent. The device is non-toxic and does not contain any toxins or harmful substances that are poisonous, and does not contain components made of natural rubber latex. It is also pyrogen-free and therefore does not contain any drug impurity that, when injected into the bloodstream, may cause fever. The sg3 needle is individually packed in a blister to keep the product sterile. Our products meet iso 7864 standards, including limits for acidity, alkalinity, and extractable metals. We comply with the requirements of iso 10993 for testing and determining the biocompatibility of the needles. During the cannula inspection, the supplied cannula raw material has undergone an overall inspection. Defective samples found will be segregated and discarded accordingly. If any unusual cannula condition is found, a nonconformity report shall be issued. No nonconformity report was noted on the involved cannula lots. Qc conducts monthly physical and chemical tests on sterile products using the physicochemical test. The test items include acidity/alkalinity tests, extractable metals, and metal traces such as cadmium, lead, iron, zinc, and tin. Visual in-process inspections are conducted during the manufacturing process to inspect for burrs or bent points, tip damage, and foreign material in the product. We perform the cannula penetration test during needle assembly and the dental dam test during the sg assembly process to check the condition of the needle tip. Our finished products undergo bacterial endotoxin level testing to ensure they are free of bacterial endotoxin. All finished products undergo electron beam sterilization. The absorbed dose is measured for every sterilization batch. As part of our microbiological testing, sterility tests were conducted on our sg3 products every quarter. Additionally, a stability test inspection was performed, which included an annual sterility test starting from the production date until the fifth year. We have set cleaning frequencies in the area, including machines, tools, and equipment, to ensure the cleanliness and quality of products. We perform product confirmation when changes are made in the machine, such as machine start-up, after machine maintenance, after machine adjustment/troubleshooting, after power fluctuation, after validation/sampling, lot change/type change, and after machine cleaning, to ensure that the product is in good condition. Before shipment, qc conducts outgoing inspections to check the overall condition of the products. The supplied cannula raw material is tpc inspected, wherein the overall visual condition of the cannula has been checked. From the previous two fiscal years to the present, we received a total of 18 out of 19 adverse event complaints. The cause of these complaints was not identified as being related to our product or the manufacturing process. Based on the results of our investigation, the root cause of the complaint is not related to our product or production process. Our sg3 needle is non-toxic and does not contain any toxins or poisonous substances. It is also free of pyrogen, which means it contains no substances that can cause fever when injected into the bloodstream. The retention samples were visually inspected and confirmed to be free from foreign material and any other contributing defects that could have led to the complaint. The root cause of the complaint could not be linked to our product and production process. Our needles follow the requirements set by iso 7864 and iso 10993. Every lot is tested for the presence of bacterial endotoxin to ensure that our products are safe to use and will not cause any harm. We also have monthly physicochemical tests to check for metal and alkaline traces. Cleanliness is maintained inside the production area to ensure that the products are free from foreign material contamination. All finished products are sterilized using the electron beam sterilization process, and qc performs outgoing inspection before shipment to ensure the overall condition of the needles. Additionally, sterility tests are conducted quarterly for microbiological testing and annually for stability test inspections. These confirm the effectiveness of our sterilization process. Please see MDR 2243441-2026-00031 for the importer report on this reported event. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.